Event description:
Follow-up info #1 (7/21/1998): the surgeon indicated that the issue was with the donor and recipients, not viaspan. The viaspan was 4-5 months old and although the surgeon does not think that viaspan was an issue, he wants new solution as a precaution. Follow-up info #2(8/28/1998): the batch records for lots d8c24, d8b10, and d8a06 were reviewed. One bag from the retention sample for each lot was tested for sterility and all lots were found sterile after 14 days of incubation. The three lots were also tested for description, volume, ph, raffinose, pentahydrate, lactobionic acid, adenosine, allopurinol, glutathione, assay of pentafraction, molecular weight, and pyrogens. All results complied with specifications.